Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however the issue could not be resolved. The device was explanted on (B)(6) 2014 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The implantation date is (B)(6) 2011; not july 4, 2011, as previously reported. This report is filed january 20, 2015.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.